Manufacturer narrative:
The investigations could not identify a product problem for six of the events. The investigation for one event found that the sample probe shaft was loose, allowing the sample prove to hit the side of the tube during sampling. The follow up/corrective actions for one of the events was performance of preventative maintenance and replacement of the measuring cells. The follow up/corrective actions for one of the events was replacement of the sample probe. Qc was tested and confirmed there was no problem. The follow up/corrective actions for one of the events was tightening of the set screws on the sample probe shaft and adjustment of probe alignments. Precision studies and performance testing were run; results were acceptable. The customer ran controls and results were acceptable. The follow up/corrective actions for one of the events was cleaning the entire system, checking probe adjustments, exchanging probes and adjusting them to correct alignments. The measuring cells were exchanged. Performance testing was acceptable. The follow up/corrective actions for one of the events was checking the sample probe and probe lid alignment, decontaminating the analyzer, replacing the sample probe liquid level detection circuit board. Performance testing and precision were acceptable. The customer ran controls, which were acceptable. The follow up/corrective actions for one of the events was checking the analyzer and analyzer maintenance. There were no follow up/corrective actions for one event. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. (B)(4).

Event description:
This report summarizes <noe>7</noe> malfunction events. Erroneous low results were generated by the cobas 8000 e 602 module. The events involved a total of 8 patients with the following: seven erroneous results for elecsys hcg + beta test system and one erroneous result for the elecsys tsh assay. The patients' ages ranged from (B)(6) to (B)(6) for three patients. The remaining patients' ages were requested, but were not provided. The patients' weights were requested, but not provided. There were 6 females. The remaining patients' genders were requested, but not provided. The patients' races were requested, but not provided. The patients' ethnicities were requested, but not provided.